Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had hyperopic surprise with a distance visualization of about 1.75 diopter (d) after implantation of model pcb00v +20.5d monofocal iol (intraocular lens). As a result, the lens was explanted and replaced with +22.0d iol. Also noted there was no patient injury. No additional information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 01/22/2019. Device evaluation: the sample was received at manufacturing site. Only the lens from the preload system pcb00v was received for evaluation. Visual inspection using microscope magnification was performed. The optic section of the lens was observed cut in two (2) portions. Both haptics was observed distorted. The condition observed in the lens and the way in which the cut is formed is consistent with a unit that has been cut due to ¿iol removal or explant¿ process. During sample evaluation the returned lens parts were observed clear as expected in the 1-piece acrylic lens optiblue (yellow dye), used in the pcb00v device. The reported issue could not be verified on the return. Lens returned cut as part of the explant process. No further evaluation such as lens measurements to verify potential refractive outcome could be performed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.